Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on intermittent occasions that the customer had issues charging the pump with the usb cable, where the pump would go between charging and not charging. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose level.